Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported she just had back surgery and was peeing on herself. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the first noticed their incontinence after back surgery in (B)(6) 2016, which contradicts previously provided context. The patient reported that the steps taken to resolve the incontinence after back surgery were that their stimulation device was placed in their bladder. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported they were not feeling well wearing diapers and ¿messed up¿. The patient was missing the interstim programmer and the patient had a replacement programmer was shipped out on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.